Manufacturer narrative:
Patient identifier was not provided. Patient weight was not provided. The model number was not provided, so it is unclear whether a sorin heater-cooler system 3t (510k#: k052601) or a sorin heater-cooler system 1t (not distributed in USA) was involved. This information will be provided in a supplemental report if and when made available. The model and serial number were not disclosed by the facility. This will be provided in a supplemental report if and when made available. The model number was not provided, so the 510(k) number is unknown. This will be provided in a supplemental report if and when made available. The serial number was not provided, so the manufacture date is unknown. This will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that a patient was diagnosed with a mycobacteria chimaera abscess in association with a surgical procedure that took place in (B)(6) 2011 and involved a sorin heater-cooler system. The patient ((B)(6)) was hospitalized in (B)(6) 2015. The model and serial number have not been provided by the facility. The facility owns both sorin heater-cooler system 3t units and sorin heater-cooler system 1t units (which are not distributed in the USA), so it is unknown which system was involved in the event. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that a patient was diagnosed with a mycobacteria chimaera abscess in association with a surgical procedure that took place in (B)(6) 2011 and involved a sorin heater-cooler system. The patient ((B)(6)) was hospitalized in (B)(6) 2015.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Several attempts have been made to contact the customer and retrieve additional information regarding patient details and the involved device. No further information was provided during these follow-up attempts. However, during follow-up communication made independently from this event, the customer disclosed that the facility's heater-cooler devices have been removed from service and quarantined by the medical engineering department until a "rework" can be performed. Additional details about the rework and when it will be completed were not provided. No information provided.